Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained ventricular tachycardia and short v-v intervals. Rv lead impedance also spiked to an undefined level. A lead fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.